Event description:
The reporting facility described an event involving a licox probe. Post licox insertion, the value read was zero. A new probe was inserted and the reading value was within expected reading. No pt injury occurred as a result of the event.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for eval. An investigation has been initiated based upon the reported info.